Event description:
It was reported the pt's scs programs are autoreducing. Lead diagnostics showed invalid impedance values for the pt's scs lead. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.